Event description:
It was initially reported that the patient had an infection at his generator site and was in the hospital, no additional information was provided. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution. Good faith attempts for additional information have been unsuccessful to date.

Event description:
Additional information was received that the neurologist did not see or treated the patient relating to the infection. The specific culture results were not known but it was multi-organisms.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.